Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
As reported, mca aneurysm embolization. Device was deployed successfully through headway21. It appeared partially open at the proximal end once we unsheathed past the deployment zone of the delivery push wire. We could not discern visually but at least one of the struts did not release fully from the deployment wire/ retainment shoulders of the deployment area. And when pulling the system back, to free it from the device proximal zone, it pulled the entire stent back to a poor position. We then were forced to retrieve the device with a loop snare which we did using the headway 21 and sofia 5fr 125. It was successfully retrieved and the patient is in normal baseline condition. We did not treat the patient with any other device. Additional information indicated, it was decided to not treat based on the consideration to vessel intima injury and subsequent repercussion from that.